Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported complaint was not confirmed as no leak was detected. No corrective actions are planned at this time. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that they "picked up a defective trach from a patient". The trach would not hold water. Customer reported there was no patient involvement; however patient initials and a dob were provided. Customer reported no patient or clinical injury occurred. The outcome of event was "ongoing need pt's specific special trachs".

Manufacturer narrative:
B3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.